Manufacturer narrative:
Result of investigation: damage can be seen on the insulation of the suction tube and the material is beginning to corrode in the bare areas - corrosion at the distal end of the suction tube. Based on the damage to the insulation of the product, it can be assumed that the insulation was already damaged before use (due to wear, during reprocessing, etc.) During use, the hf current could then spread to the body through the weakened/damaged insulation and thus lead to burns at the contact points. The corresponding IFU (97000060; version: 4.3 - 06/2024) warns against the use of hf current: "risk of injury: there is a risk of injury if the insulation on hf instruments is damaged do not use hf instruments with damaged or missing insulation." The device history records have been checked and found to be according to the specification, valid at the time of production. No further complaints against the same lot number. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an alleged case of a diathermy burn sustained by a patient during surgery on (B)(6) 2024.